Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing threshold measurements. A surgical revision was performed and it was noted at that time that the lead was repositioned with better threshold measurements. Then it was later noted that they were unable to reposition the lead and it was unable to be removed. Noise and oversensing were subsequently observed on the rv pace/sense channel. The device was reprogrammed to monitor only. There have been no troubleshooting attempts and no additional actions or interventions performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the patient's rv lead was later surgically abandoned due to high pacing threshold measurements and noise. The patient no longer wanted to have device therapy as their cardiac function was noted to be normal; therefore, the device was explanted. No additional adverse patient effects were reported.